Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stem.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding a malpositioned shell and corrosion in the head involving an unknown stem was reported. The event was confirmed. This device was not returned. A material analysis was performed on associated devices. The report concluded: the black debris found on the machined tapered surface of the head contained ti-cr-mo-ca and p, consistent with biological material and a corrosion product. No material or manufacturing defects were observed on the components examined. The exact root cause could not be determined because no medical information was provided.

Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.